Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "overheating." The device was being used during surgery. There was injury or medical intervention that occurred. There was no additional information provided.